Event description:
It was reported to philips that the device experienced a pads test failure and charge/shock failures. There was no reported patient or user involvement and no adverse patient/user impact.